Event description:
The incident occurred during an acute stroke procedure. The cervical segment of the internal carotid artery was dissected. The physician placed one carotid stent and one viabond covered stent and was able to stop the bleeding. The physician noted the walrus balloon guide catheter performed as expected and aided in controlling the bleeding until the stents were placed. The patient was reported as doing well.